Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported the surgeon inserted a 355ld without difficulty. The obturator was then placed into a 35lst to insert another port site. The activation button would not lock down on the trocar. The surgeon held the activation button down manually and inserted the trocar without difficulty. There was no consequence to the pt.